Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer reported a falsely elevated sodium result generated on the alinity c processing module on a 69-yr old male patient. The following results were provided: (B)(6) 2024 sid (B)(6) = 172 mmol/l at 19:50 / repeat = 133 mmol/l at 2213, patient treated with IV fluids but discontinued after repeat of first result, patient discharged with no second sample drawn. Normal range: 136-145 mmol/l no impact to patient management was reported.

Event description:
The customer reported a falsely elevated sodium result generated on the alinity c processing module on a 69-yr old male patient. The following results were provided: (B)(6) 2024 (B)(6) = 172 mmol/l at 19:50 / repeat = 133 mmol/l at 2213, patient treated with IV fluids but discontinued after repeat of first result, patient discharged with no second sample drawn. Normal range: 136-145 mmol/l no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for a falsely decreased alinity c sodium result included a review of data and information provided by the customer, labeling review, search for similar complaints, ticket trending review, and device history record review. Return testing was not completed as returns were not available. Trending review did not identify any trends for the issue for the product. Manufacturing documentation (device history record) for the likely cause did not identify any issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer's issue. Based on the available information, no deficiency was identified.